Event description:
It was reported that there was a lead impedance alert due to high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. It was also noted there was previously elevated sensing integrity counter (sic) and has subsided since the patient started staying away from the fireplace. The lead remains in use. No patient complications have been reported as a result of this event.